Event description:
The reporter stated, the surgeon inserted and removed a 12.6mm micl 12.6 implantable collamer lens during the same surgery due to the lens tearing. The reporter stated, the surgeon had not loaded the lens properly and the icl was not far enough down the cartridge barrel. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type icl was implanted. The reporter stated, the cause of the torn lens was due to a loading error.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. The other haptic had pieces torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.